Manufacturer narrative:
(B)(4). The customer¿s report of propofol infusing too fast was not confirmed in the pcu event log. The log shows that a previous infusion of propofol 1000mg/100ml running at 10.62ml/hr was restored at 11:06 am on (B)(6) 2015. At 11:08 am, the vtbi was changed to 50ml, and at 12:53 pm the vtbi was changed to 15ml. At 1:07 pm, the device alarmed for air-in-line, and was then channeled off a few minutes later; the system was powered off at this time. At 1:14 pm, the system was powered back on; the previous infusion of propofol 1000mg/100ml running at 10.62ml/hr was restored. At 1:44 pm, the device was channeled off, and the system was shut down and powered off. Functional testing found the pump module to be delivering fluid within specification, however the platen upper hinge post was observed to be broken which can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The root cause of propofol infusing too fast was identified as a broken platen post at the top hinge. It is unknown how the platen was damaged.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a new bottle (1000mg/100ml) of propofol was programmed for a dose of 30mcg/kg/min (rate of 10.6ml/hr) and the bottle was discovered empty sooner than expected: approximately 1 hour (64 minutes) versus 9.4 hours. The patient was ventilated at the time. The propofol infusion was started on a different device. No patient harm and no medical intervention reported. After the event, the customer reviewed the medical administration record (mar) and found that previous propofol bottles hung on the same pump on the same patient also depleted sooner than expected for the programmed rate of 10.6ml/hr.